Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. Additional information received that the patient experienced swelling and redness at implant site and puss or hematoma was also noted. There were no additional adverse patient effects reported. The product was explanted.